Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported during a revision on (B)(6) 2020 (manufacturer report number 3006705815-2020-00324, 3006705815-2020-00325) there was pus found inside the ipg pocket site. Antibiotics were placed in the pocket site. Surgical intervention took place wherein the system was explanted.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.